Event description:
It was reported by a peritoneal dialysis nurse user of the fmc peritoneal dialysis (pd) liberty cycler that a long time peritoneal dialysis (B)(6) year old male pt expired at home and was connected to the cycler. It was also reported that the pts condition was listed as stable prior to the event.

Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. This event is not alleged to be related to the fmc device. These events predated the cycler complaint. Device was returned to the MFR for a product investigation. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.